Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 20 mmol/l (360 mg/dl) while wearing the pod between 25 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site and the cannula was bent. As treatment, insulin injections were administered.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The exposed portion of the soft cannula was observed to be kinked. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. An 0x14 hazard alarm, indicating an occlusion, was generated during the pod¿s operation. Timeouts were seen in the downloaded data in conjunction with this alarm. The drive mechanism was inspected and no issues were noted. As the exact timing of the kink could not be determined, and fluid was still able to pass the kink. It could not conclusively be determined if the kink contributed towards the observed 0x14 alarm. The exact cause of the 0x14 alarm could not be determined.